Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided by the user: - flushing was not performed for air/water channel at precleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the deviation in user reprocessing method caused the event. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the evis exera duodenovideoscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pre-cleaning involved aspiation of the water through the instrument and suction channels. No detergent was used for pre-cleaning. Manual cleaning involved brushing the instrument/suction channels, suction cylinder, instrument channel port, balloon channel and distal end. Aniosyme x3 was used as the detergent and olympus brushes were used for manual cleaning. The automatic endoscope reprocessor (aer) used was soluscope series 4. Soluscope cln was used as the detergent and soluscope paa was used as the disinfectant. The scope was stored in a simple cabinet with no drying function. The scope was not sterilized. Olympus was used for maintenance and repair. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide microbial testing and device evaluation results. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found the distal end lens glue was chipped, the bending section cover glue was separated, the connecting tube had buckles, the suction cylinder was scratched, and the connector was cracked. This event is under investigation. A supplemental report will be submitted upon receiving additional information.